Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. Physio-control performed some unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their would not complete its boot cycle. The device's service led would illuminate and the display would go white, which is indicative for a device lock-up. There was no patient use associated with the reported event.